Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the event occurred due to the user, however a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the colono videoscope exhibited white foreign material on the air/water tube and jet tube. There was no patient involvement.